Manufacturer narrative:
The following could not be completed with the limited information provided. Age- ni, weight - ni, device product code - ni, expiration date - na, manufacture date ¿ ni.

Event description:
During a total hip arthroplasty, it was reported that the threads of the impactor fractured off inside of the cup. The surgeon tried to remove the fractured threads from inside the dome of the cup, however was unsuccessful. The cup was removed and the acetabulum was reamed to a larger size for a new cup. There was an approximate delay of 30-45 minutes in the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.